Event description:
Following pre-dilation with an unknown size ranger percutaneous transluminal coronary angioplasty balloon, a 3.0mm diameter x 15mm length medtronic ave s670 over the wire stent was inserted into the coronary artery. It was nor possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the tip of the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was removed successfully from the coronary artery by wrapping the guide wire around the stent. The physician did not follow the instructions for the removal of an undeployed stent when the stent was pulled into the guide catheter while still engaged in the coronary artery. There was no add'l clinical sequelae reported relative to the event.